Manufacturer narrative:
Event description: corrected to reflect symptoms onset at 7 days. Also event description was updated to reflect number of day upon catheter removal.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure a total of 13 treatments were delivered. No adverse events occurred during procedure. The patient was discharged the same day post procedure with an indwelling catheter which was removed after voiding trail seven days post the index procedure. It was reported that the patient was experiencing worsening urge incontinence and hematuria at seven days post procedure. There was no indication whether the symptoms started before or after catheter removal. No medical action was taken for the reported symptoms. The investigator assessment of the patients symptoms in relationship to the device and procedure were assessed as probable related.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure, a total of 13 treatments were delivered. No adverse events occurred during procedure. It was reported that eight days post the index procedure, the patient was discharged with an indwelling catheter, and reported to be experiencing hematuria and worsening urge incontinence however, no action was taken. The investigator assessment of the patient's symptoms in relationship to the device and procedure were assessed as probable related. No further information is available.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure a total of 13 treatments were delivered. No adverse events occurred during procedure. The patient was discharged the same day post procedure with an indwelling catheter which was removed after voiding trail seven days post the index procedure. It was reported that the patient was experiencing worsening urge incontinence and hematuria at seven days post procedure. There was no indication whether the symptoms started before or after catheter removal. The patient symptoms of worsening urge incontinence and hematuria resolved 16 days post onset symptoms. No medical action was taken for the reported symptoms. The investigator assessment of the patients symptoms in relationship to the device and procedure were assessed as probable related.